Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. She stated that she had an allergic reaction and developed a red, raised rash and inflammation covering the entire patch location, with intense itching. She then developed hives on her face, forehead and torso. She saw a dermatologist on (B)(6) 2020, had allergy testing, and was prescribed oral and topical steroids, oral antibiotics for ten days (she can¿t remember the names), and oral benadryl. She stated that the antibiotics did not help the reaction. She saw another dermatologist on (B)(6) 2020 for a second opinion and continued the topical and oral steroids for a total of three months. The hives would recur occasionally but resolved completely in (B)(6) 2021, with some residual itching. No additional patient or event information is available.